Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were reviewed by an hcp and notes revision due to pain. Pseudocapsule in the joint and corrosion at the trunnion and screw holes of the shell. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00348, 0002648920 - 2022 - 00022, 0002648920 - 2022 - 00023.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number: 00620205622, item name: shell porous with cluster holes 56 mm, lot #: 60548425. Item number: 00630505632, item name: liner standard 32 mm i.d. For use with 56 mm o.d. Shell, lot #: 60918074. Item number: 00625006530, item name: bone scr 6.5x30 self-tap, lot #: 60875832. Item number: 00625006525, item name: bone scr 6.5x25 self-tap, lot #: 60740475. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02832.

Event description:
It was reported by patient legal counsel initial right total hip arthroplasty preformed. Subsequently revised twelve (12) years post implantation due to pain. During the revision encountered a pseudocapsule, gross corrosion at the trunnion and acetabulum components, and gluteus medius damage from previous surgery. The head and liner were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.